Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what stapler was used with the reported cartridge? Long60a. Please describe what is meant by ¿did not staple correctly in the middle of the staple seem¿. The staple seam was open over a length of 1 cm, i.e. Cut but not stapled, loose staples lay in the situs. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How was the issue addressed intraoperatively? The open staple seam was sewn over. What was the reason for the re-laparoscopy? Patient had pain in the upper left chest on the second day, which experience has shown to be a sign of insufficiency. Therefore, the precautionary measures of laparoscopy, stapling & suturing were inconspicuous. What is the current patient status? Patient could go home 5 days after surgery.

Event description:
It was reported that there was a dysfunction of a reloading unit echelon 60, gold, magazine did not staple correctly in the middle of the staple seam over 1cm. The problem occurred with the 4th reload magazine. Relaparoscopy the following day, but so far no evidence of staple suture insufficiency.